Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).

Event description:
The hosp reported that during the preparation for an endoscopic vein harvesting procedure, it was noticed that the silicone coating on the hemopro's jaw was defective out of the box. The coating was cracked. A second device was opened and inspected with the same result. The harvester chose to use the second device with fewer defects, for the procedure. The procedure was completed and the hospital did not report any broken, missing jaw coating as a result. There was no pt complication reported by the hosp. This report is for the second device.